Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is a crack on their insulin pump and that water may have gotten into it. The customer's blood glucose was 240 mg/dl the time of the incident. The customer stated that they were surfing when they felt the insulin pump vibrate but nothing was displayed on the screen. The customer declined to perform troubleshooting and just wanted the pump replaced for the cosmetic damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify vibrate alert due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Device was received with case cracked behind the insulin pump at the corner of the belt clip rails. No damage noted on the reservoir tube, reservoir tube lip, and retainer during physical inspection.